Event description:
Patient was admitted due to elevated plasma free hemoglobin and elevated lactate dehydrogenase which indicated possible pump clot. Patient received tpa and flows returned to normal (flows had been showing ---).